Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: visual inspection: the open alignment device (p/n: 279726401, lot #: gm3595701) was returned and received at us customer quality (cq). Upon visual inspection, foreign substance most likely cement was observed on the device. No other issues were observed with the returned device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium alignment device assembly open: (B)(4). Complaint confirmed? Yes, foreign substance was present on device received. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the open alignment device (p/n: 279726401, lot #: gm3595701). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause is likely due to the devices were not cleaned properly prior to the cement setting. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number gm3595701 was released in a single batch on may 22, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: the device was not returned. A photo-investigation was performed on the provided images. A foreign substance was observed on the device, most likely cement. No other issues were detected. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. A root cause was not determined, however, it is likely that the devices were not cleaned properly prior to the cement setting. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the images. A foreign substance was observed on the device, most likely cement. No other issues were detected. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. A root cause was not determined, however, it is likely that the devices were not cleaned properly prior to the cement setting. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number gm3595701 was released in a single batch. Batch1: lot qty of (B)(4)were released on may 22, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that it was not possible to clean the fenestrated instruments used for cementing, specifically, the six (6) open alignment sleeves and six (6) open alignment devices. The patient has not suffered any consequences due to these instruments having blockages, rather these blockages occurred due to the use on a patient. No further information provided. Concomitant device reported: fen mini cleaning stylet (part# 279726511, lot# unknown, quantity 1); anti-torque wrench self retaining (part# 286745155, lot# unknown, quantity 2); fen cannula plunger (part# 279726402, lot# unknown, quantity 1); fen cleaning stylet (part# 279726403, lot# unknown, quantity 1); open alignment device (part # 279726401, lot # unknown, quantity 1). This report is for one (1) open alignment device. This is report 1 of 2 for complaint (B)(4). Additional devices re captured under related complaint (B)(4).